Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple notifications and was not sure what they were. Tandem technical support reviewed pump history and found that an occlusion alarm had occurred. Customer removed cartridge from pump to address the issue. The next morning another cartridge was loaded and insulin delivery was resumed. Customer's blood glucose was low (value not provided) and carbohydrates were consumed to elevate bg (190 mg/dl). Customer did not know cause of low bg; however, did not associate it to the pump or supplies.